Event description:
Caller reported blood glucose results of "in the 400s" mg/dl on the advantage system, professional system result of "125-130" mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.